Event description:
Device 3 of 4. Reference MFR reports: 1627487-2014-03537, 03538 and 03540. It is unk which scs lead is related to this issue; therefore, all possible leads are being reported. It was reported the pt was experiencing autoreduction and had fallen multiple times. An sjm rep was unable to resolve the issue with reprogramming as unintended stomach , rib and lower abdominal overstimulation occurred in addition to only partial stimulation in the pt's leg pain pattern. X-rays are pending. Surgical intervention may be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.